Manufacturer narrative:
Correction: sections b.1, b.2, & h.10 advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The scanning electron microscopy (sem) analysis of the electrode pocket did not reveal any corrosion in the feedthru pocket. The device passed the electrical tests performed. The device passed the mechanical test performed. The reported complaint of discomfort and pain with device use could not be verified during this analysis. This device passed all of the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced poor battery life and headaches with or without device use. Device testing was within normal limits. The recipient's magnet strength was reviewed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.